Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter. Block h2: device evaluation: block h11: investigation results: the complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review was performed. The instructions for use contain detailed device information and instructions for device use, and there is no evidence that there is any issue with translation, wording, or graphics of the instructions for use labeling information. Also, there is no evidence the device was improperly used per the instructions for use. Without proper evaluation of the device, it remains unknown the causes that contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the duodenum to treat a bleeding ulcer during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. It was reported that during the procedure, the handle of the device broke during deployment while the clip remained attached to the catheter. An attempt was made to troubleshoot the issue using a kelly clamp to grasp the wire inside the clip handle; however, this was unsuccessful. The physician then applied manual force in an effort to remove the clip from the closure site, at which point the clip eventually came off the catheter. The procedure was completed with the original device. There were no patient complications reported as a result of this event.